Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 25mm amplatzer cribriform occluder was selected for implant. When the device was deployed, the left disc of the amplatzer formed a semi-lunar shape when pull against the septum. The operator tried different positions to obtain ideal shape of the left disc without any success. The user then attempted to resheath and re-deploy the device two more times, resulting in the same deformation. The device was removed from the patient and exchanged with a 25mm amplatzer pfo occluder, which was successfully implanted. There were no patient consequences reported.

Manufacturer narrative:
Additional information for: d10, g4, g7, h2, h3, h6, and h10. The reported event of a semi-lunar, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. A CAPA was initiated for further investigation on the device deformity, per internal procedures. Pease note, per the instructions for use, 600317-004 "do not release the amplatzer cribriform occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device or abort the procedure".